Event description:
It was reported that the lead had unacceptable thresholds. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) a partial lead was returned in segments and analysis found that the distal conductor was fractured and distorted. The defibrillator conductor was distorted and had blood/body fluid (not obstructed). The inner tubing was kinked/buckled. The outer tubing was kinked/buckled. The outer tubing overlay was melted, had cosmetic environmental stress cracking and a white substance on it. The outer insulation was breached cut and had a cosmetic depression.